Event description:
A cartridge change error was reported with the pump, leading to the customer's blood glucose level exceeding normal thresholds; it reached 423 mg/dl. The customer addressed the high blood glucose level by administering a correction bolus using the pump. Technical support instructed the customer on inspecting and cleaning the pump components, ensuring the cartridge was properly installed, and following on-screen instructions to complete the loading process. The customer successfully completed these steps and resumed insulin delivery.